Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ok keypad button had an intermittent response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive; the up arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.